Manufacturer narrative:
On 03-nov-2021, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis deflation. D6b explantation month, day, and year: (B)(6), 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information about the event. The patient had both breast prostheses removed and they were replaced with mentor memorygel breast implant 300cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 250cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.